Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned without suture and anchors. The device was returned with the blue split cannula. The actuator has been triggered. The device has saline residue along the shaft. The needle shaft appears to be bent both horizontally and vertically. A functional evaluation revealed the actuator could function the deployment needle without hesitation. A review of the customer provided image reveals the batch number and product number of the device. The image shows the device is inside of the blue split cannula. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. After use, this device may be a potential biohazard/sharps hazard and should be handled in accordance with accepted medical practice and applicable local and national requirements. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair using the ultra fast-fix assembly - curved, after the deployment of both ts the suture was broken. The procedure was completed with a delay of 30 minutes or less with a backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.